Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they saw a power on reset (por) message on both their programmer and recharger when they tried to charge or use the programmer. They noticed this issue in (B)(6) 2016. Their therapy had stopped due to the por and the patient was experiencing pain. This was their normal pain and nothing unusual. They were in pain all the time even with their therapy but the therapy helped their pain at least 50%. There was no noted electro-magnetic interference exposure noted and the patient indicated that they always kept their implantable neurostimulator (ins) charged. They used their recharger during the report and it showed an informational por. They used the recharger to bypass the por and were able to get to the charging screen but the programmer was not able to connect to the ins and kept showing a "sync now" screen. It was reviewed that the patient needed to change the programmer batteries. After they replaced the programmer batteries they were able to connect and the programmer showed an informational por. The patient was able to clear the por from their programmer and then turn their ins on and feel stimulation. The patient was implanted for post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.